Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention by mother who administered a glucagon injection and had contact with healthcare professionals who provided a glucose serum intravenously, glucose IV, and "medication for vomiting" as treatment for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Reader powered on with button depression. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention by mother who administered a glucagon injection and had contact with healthcare professionals who provided a glucose serum intravenously, glucose IV, and "medication for vomiting" as treatment for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.